Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not loaded. A technical support specialist dialed in and sent a load message, then emailed the customer to check on the issue; as no response was received, the tss proceeded with closing the ticket.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pocket 14's medication had been showing as unavailable or unloaded, and the user had to override it to obtain the medication, which affected patient care. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.